Event description:
It was reported that the patient developed a "possible" infection. The device and leads were removed from the left side, and was replaced with a new system on the right. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.